Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6), 2013. The physician positioned the aortic body graft approximately 2-3 distal to the intended seal zone. An intraoperative endoleak was observed and it could not be determined if the endoleak was a type ia or a type ii (type ii endoleaks are not device related). The physician elected to monitor the endoleak until the 30-day follow up. At the request of the physician, the intraoperative imaging was submitted to trivascular on (B)(6), 2013 for further review. The trivascular analysis of the imaging was inconclusive; either a type I or type ii is present. A re-intervention occurred on (B)(6), 2013 to place a palmaz stent and the endoleak was resolved.